Event description:
It was reported that two broken screws were discovered postoperatively. The patient¿s locking compression plate medial distal tibia plate was explanted most likely because of the broken screws. The original date of implant surgery is unknown. It is unknown how and when the surgeon discovered the broken screws. The plate and six screws were explanted. It is unknown as to which screws in the plate were broken. The two broken screws were left inside of the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis placeholder.